Event description:
It was reported that during a pulsed field ablation procedure, electrode 7-8 were not displaying during map creation. It was noted that the signal appeared to be noise. All the connections were checked and the issue remained. The catheter was replaced which resolved the issue.  The case was completed with pulsed field ablation.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012061071 was returned and analyzed. Visual inspection showed the catheter was received without the guide wire and the guide wire lumen was received extended. There was no damage to the array loop assembly. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at dual lumen. X-ray of the catheter confirmed broken electrode wires outside the handle one inch distally from the handle nose. The slide control function was used and the guide wire lumen was extended and retracted without any issues. The steering function was normal; the distal catheter tip responded with the expected rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and the catheter failed the ablation test due to a persistent 2003 error message received indicating that there was a replay error. The continuity test was performed with a multimeter and the returned catheter; the measured impedance was normal for all electrodes, except for electrode number eight. The test confirmed the electrode wires were intact with no detachment or breakage, except for electrode wire number eight. The electrical continuity test revealed an open loop between electrode number eight and connector pin number eight. In conclusion, the loop catheter did not pass the returned product inspection due to a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.